Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient was on impella 5.5 support and during support, there were suction alarms. Albumin bolus was given to the patient. Support was continued. Additionally, the patient had a head bleed. Heparin was withheld. Computed tomography showed a cerebrovascular accident (cva). The patient was recovering.

Manufacturer narrative:
The investigation has been completed. Clinical states that there were suction alarms on (B)(6) 2025 and albumin was given. Pump was not returned for investigation. Data logs confirm suction alarms on (B)(6) 2025 which are resolved shortly after. No motor current spikes or placement signal trend observed. There are no other suction alarms after this event. The root cause of the low pump flow issue was most likely patient condition related as the suction alarms were resolved after albumin was given per data log and clinical review. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.